Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/10/2013: the device was returned to animas and evaluated by product analysis on 08/20/2013 with the following results: confirmed blank screen during startup. Pump had audible tones during startup. Pump audible and vibratory alarms are operational. Unable to upload slave processor. Unable to clear alarm. Observed multiple alarms in black box. Testing confirmed a single component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank after changing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.